Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-04051. It was reported the patient experienced ineffective stimulation and the ipg was inoperable due to not charging as recommended. Surgical intervention took place wherein the system was explanted and replaced with a drg system to address the issue.